Manufacturer narrative:
Follow-up #1: date of submission 09/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/02/2016 with the following findings: a review of the black box and alarm history indicated multiple consecutive call service 052/054 ¿communication timeout¿ alarms had occurred; these alarms led to functional audible tones and vibrations with a blank display. The pump powered on normally and successfully completed ez-prime steps. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was alarming with audible tones and vibrations; there was no alarm code on the display screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.